Event description:
It was reported that the lead was repositioned due to diaphragmatic stimulation and suspected perforation. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.